Event description:
Patient suffered from right tibial plateau fracture on (B)(6) 2011 and participated in (B)(6) study. Patient's other injuries included right distal tibia and fibula fractures, right clavicle fracture and right tibial head fracture. Patient was implanted on (B)(6) 2011 with 5cc of chronos inject, plate and screw construct, ldrs and competitor's hardware. During the patient's 12-month follow-up visit, x-ray taken on (B)(6) 2012 showed a non-union of the lateral tibial condyle. Patient was then admitted to the hospital for autogenous cancellous iliac bone graft surgery on (B)(6) 2012. Investigator determined the event was not related to chronos inject. This is 11 of 17 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.